Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose (bg) levels ranged between 300-350mg/dl and manual injections were administered to address the bg levels. The customer stated that they did not notice any issues with the supplies that were in used during the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.